Event description:
On november 4, 2004, the reporter contacted lifescan on patient's behalf alleging that this his one touch ultra meter was prompting the error 4 message. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported obtaining error 4 messages while feeling tired. He had attempted retesting; however, the meter would only prompt the error 4 message. According to the owner's manual, the error 4 prompt would indicate that the patient had elevated blood glucose levels and tested in an environment near the low end of the system's operationg temperature range or the test strips may have been damaged or moved during testing. A couple of hours later the patient obtained a result of 335 mg/dl on an unknown device. Emergency services were contacted. No treatment was received. The patient did not allege harm. There is insufficient information to suggest that the patient suffered a serious injury due to the meter. The customer care representative (ccr) confirmed that the patient was using correct testing technique, the test strips were in good condition, and the approximate room temperature was within range. The ccr walked the patient through retesting and the meter prompted the error 4 message. Therefore, there is information to suggest that the meter malfunctioned and meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.